Event description:
Hurt lip. Replacement (oral-b) head for electric toothbrush break during brushing, spring seems to have snapped. Consumer via e-mail stated that the replacement oral-b brush head for their oral-b electric toothbrush broke while brushing and the spring snapped, hurting their lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.